Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the intellivue mx450 patient monitor failed to alarm for saturation low (spo2) on (B)(6) 2021. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.